Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having an issue with the screen. It was later reported that there was an intermediate display issue. It is unknown under which circumstances the event occurred, however a patient was not involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and checked all connections. The stm noted that the customer is using a non-OEM power cord and recommend that the customer replace with an OEM power cord. The stm could not verify any damaged component or wiring but replaced the display assembly, main keypad overlay, and related label as a precaution. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Full name of initial reporter: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having an issue with the screen. It was later reported that there was an intermediate display issue. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.